Event description:
Reported complaint alleged that the electrosurgical unit ramps up/down in coagulation power setting when touching the display. No patient injury resulted from the reported complaint.